Manufacturer narrative:
Correction: device was previously reported under manufacturer report number: (B)(4).

Event description:
Additional information was obtained, revealing that the lead had high impedances.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that one of the patient's leads migrated, and the other had impedances. As a result, both leads were replaced via surgical intervention on (B)(6) 2024.